Event description:
The device was returned and the analysis has been completed. There were no kinks on the sheath which was straight. The taper tip was fully captured into the graft cover. The backend components were unremarkable. The external slider handle was open about 9cm. During evaluation, the graft cover could be seen detached from the hypotube. The external slider could not be returned to its starting position as its movement was constrained by the broken graft cover. The device was disassembled and graft cover was found detached from the t-tube, which indicated a t-tube bond failure. The graft cover did not bend but pulled straight out of the over-mold. The deployment difficulties complaint was confirmed. The root cause was determined to be related to manufacturing where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (cause of event unknown).

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was placed at the intended landing zone, however, when the physician rotated the blue external slider, to deploy the stent graft, the graft cover did not move. The blue external slider deployment handle was fully rotated without any movement of the graft cover. The stent graft was not deployed and removed from the patient without issue. There was not injury to the patient. No additional clinical sequelae were reported and the patient is fine. This device is not marketed in the united states but is similar to a device that is marketed in the united states.